Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Computed tomography of abdomen and pelvis without contrast was performed, and result showed that an inferior vena cava filter was seen. This extended to just below the level of the renal veins. The superior margin of this filter abutted the posterior wall of the inferior vena cava. The inferior stress extended beyond the level of the anterior wall of the inferior vena cava and abutted the adjacent small bowel loops. Inferior strut extended into the soft tissues medially and laterally from the inferior vena cava into the adjacent fat. Inferior strut extended beyond the inferior vena cava wall to abut the anterior lateral wall of the aorta. Inferior struts extended through the posterior wall of the inferior vena cava also. No adjacent hematoma was demonstrated. There was perforation outside the inferior vena cava and into or abutted a surrounding organ, vein, artery, bony structure, spine or vertebral body, or muscle. Non-fracture with evidence of migration, perforation, or tilt without removal. Therefore, the investigation is confirmed for the filter migration and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal and back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with deep vein thrombosis had a vena cava filter successfully deployed without incident. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that at an unknown time post vena cava filter deployment, filter limb(s) allegedly perforated into organs. Reportedly, the filter has not been retrieved and no attempts have been made to retrieve the filter. The patient allegedly experienced abdominal and back pain.